Manufacturer narrative:
Results: electrical problem, caused by loosened wire on clip connecting to solenoid. Event determined to be result of possible incorrect maintainence actions by distributor that caused the wire to be loosened in socket. Improperly set low pressure alarm (not in accordance with ifus) contributed to lack of alarm during event. Ventilator to be repaired and returned to distributor.

Event description:
Distributor reported that ventilator pip would not increase at inspiratory phase and no ventilator alarms occurred.